Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2022. On (B)(6) 2022, the patient¿s cgm alerted for a value of 40 mg/dl; however, the patient suspected her bg was lower. She was cold, clammy with tunnel vision, anxiety and had difficulty thinking clearly. She self-treated with a glucose tablet, orange juice and quiche; however, her cgm continued to display 40 mg/dl. She called emergency medical services who administered glucose gel and in route to the hospital, a bg was performed which was 72 mg/dl but her cgm displayed 65 mg/dl. In the emergency department she was treated with unspecified medication, felt better and was released home when her bg was 167 mg/dl. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.